Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the event history log of the pump found power down, pump turned on, pump turned off and high pressure messages. Device then underwent functional testing, confirming the reported customer complaint. The pump was found to be "double beeping" alarm message. The problem source has been determined to be unknown. The downstream occlusion sensor will be replaced as a result.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 device keeps beeping. No information on patient adverse events.